Manufacturer narrative:
Corrected information: b1, h1, h6 (annex a): upon return and evaluation of the device, the wire was bent; however, no sharp edges were present on the device. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Upon return and evaluation of the device, the wire was bent; however, no sharp edges were present on the device.

Manufacturer narrative:
PMA/510(k) # = k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use during a transcatheter aortic valve implantation (tavi) procedure, a sharp kink was noted on a safe-t-j amplatz extra-stiff support wire guide upon opening the device packaging. The packaging was not damaged, and the device had been stored vertically. The wire was not altered from its original condition and did not make contact with the patient. Another device of the same type was used to complete the procedure. The patient did not require any additional procedures due to the occurrence. There were no adverse effects to the patient.